Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for central regurgitation and svd - leaflet tear were confirmed based on provided medical record. A review of the DHR, lot history, complaint history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a tte revealed ef 56%, severe aortic regurgitation, and an av mean gradient 2.5 mmhg. During a hospital admission the patient reported progressively short of breath from what ended up being severe eccentric aortic regurgitation for the past few months. A tee during the admission revealed lvef is 50%. Eccentric ar jet (likely right cusp) without valve thickening and severe aortic insufficiency. The tavr valve was inspected post explant and found to be tricuspid and the right coronary cusp had a longitudinal dehiscence of the leaflet edge from commissure to commissure, likely the source of the severe al." "Central regurgitation" per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, "longitudinal dehiscence of the leaflet edge" was reported from field after the valve was explanted, and it was suspected the cause of regurgitation. However, the valve/ leaflets could be potentially damaged from explant. Due to limited information and unavailable of return device/relevant imagery, a definitive root cause was unable to be determined at this time. "Svd - leaflet tear" since the "longitudinal dehiscence of the leaflet edge" or leaflet damaged was reported after valve was explanted, so the valve/ leaflets could be potentially damaged from explant. Due to limited information and unavailability of returned device/relevant imagery, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Event description:
As reported by implant patient registry, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 50 days post op, the patient had the valve explanted for an unknown reason and replaced with an edwards surgical valve.

Event description:
As per medical records review, a tte revealed ef 56%, severe aortic regurgitation, and an av mean gradient 2.5 mmhg. During a hospital admission the patient reported progressively short of breath from what ended up being severe eccentric aortic regurgitation for the past few months. A tee during the admission revealed lvef is 50%. Eccentric ar jet (likely right cusp) without valve thickening and severe aortic insufficiency. The tavr valve was inspected post explant and found to be tricuspid and the right coronary cusp had a longitudinal dehiscence of the leaflet edge from commissure to commissure, likely the source of the severe al.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional findings received in medical records review. B1, b4, b5, g3, g6, h2, h6: clinical code, device code, investigation findings, investigation conclusion, and h10 have been updated/corrected. Investigation is ongoing.